Event description:
The patient was implanted with two paracorporeal vads (pvad) for biventricular support. It was reported by the vad coordinator during a flashlight test, the surgeon noticed clotting within the pvad supporting the patient's right ventricle and subsequently, a decision was made to exchange the pump with another pvad. The hospital suspected that the clotting may have been due to lower than desired heparin levels.

Manufacturer narrative:
The device was successfully exchanged and the patient's anticoagulation was adjusted. The patient remains ongoing on biventricular support without any further issues reported. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.